Event description:
It was reported that the revision surgery was performed due to infection. Irrigation and debridement of the hip was performed on (B)(6) 2010 and antibiotic beads inserted. The beads were subsequently removed and revision surgery performed.